Manufacturer narrative:
The devices associated with this report were not returned. Per initial reporting, pt x-rays are not available for exam. A complaint database search find no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers received which alleges patient suffered from pain, mental anguish and elevated metal ion levels.

Event description:
Pt revised for instability, found metal wear on cup.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.